Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded false episodes of ventricular arrhythmia due to possible double counting and instances of under sensing of atrial beats. Unusual morphology that has drastically changed and troubleshooting with clinic and patient to see if patient had any symptoms, any changes in condition, any recent accidents, falls or procedures were discussed. The pacemaker remains in service at this time. No adverse patient effects were reported.